Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a compromised force sensor system alarm, insulin squirted out during manual prime. Customer's blood glucose was 204 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the displacement test. However, the pump was unable to prime during the prime test and gave a motor error alarm during the basic occlusion test due to a slightly loose drive support disk. No compromised force sensor system alarms were noted. The pump was received with a cracked case at the display window corners, broken battery tube threads and minor scratches on the lcd window.